Manufacturer narrative:
The resolution should remain as "not confirmed" as the investigation identified the issue to be use related. No product deficiency was identified. The following can be used for the text: "visual inspection was performed on the on returned meter. Battery holder contact was observed to be corroded. Meter memory was unable to be downloaded as meter would not power on. Investigation has determined this to be  a use related issue. No product deficiency was identified. " note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. The incorrect date was captured in ¿date received by mfg¿ of the initial MDR submission. The date captured was 4oct17, however the correct date of the submission should be 27apr18.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturer date for the reported meter serial number is unknown.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The resolution should remain as "not confirmed" as the investigation identified the issue to be use related. No product deficiency was identified. The following can be used for the text: "visual inspection was performed on the on returned meter. Battery holder contact was observed to be corroded. Meter memory was unable to be downloaded as meter would not power on. Investigation has determined this to be  a use related issue. No product deficiency was identified. "

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.